Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the first fire (the original reload packaged in the stapler) stapled and cut with no problem. The second reload, pulled from a box of 12, fell apart after the surgeon correctly fired the device and released the thumb trigger. Some of the staples were laid and some were not and fell into the abdominal cavity. The metal backing fell apart from the plastic cartridge. A third reload was put into the same device and fired. The staples were laid perfectly, no problems. There was no consequence to the pt.